Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. Advised the facility to disconnect the footswitch and the system booted with the hand controls. Advised the facility that there are no replacement parts for this system due to its age. The system can be used with the hand controls. They will use the hand controls. Facility stated they really do not use the footswitch anyway. No additional information at this time.

Event description:
It was reported that the 9000 system is not booting (switch is stuck). There was no report of patient injury.